Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2006 due hyperglycaemia. It was reported that the patient was admitted to the hospital when her blood sugar read "high" on their home meter and was treate with IV fluids and insulin injections. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.